Event description:
It was reported that during procedure, the occlusion balloon inflation and deflation time was much longer than usual. The balloon would not inflate in its middle section; forming two compartments. The physician removed the guidewire in order to deflate and remove the balloon from the patient's body. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and was unable to be flushed nor could a demonstration guidewire be advanced through the distal end of the balloon catheter shaft due to dried blood within the lumen of the catheter shaft. The device was submerged/soaked in warm water and the device was still unable to be flushed. The catheter shaft was cut and the distal section was able to be flushed and blood exited the distal tip. The balloon was inflated and deflated without issues. The difficulty inflating and flushing during analysis was due to the presence of blood blocking/occluding the catheter shaft. Once the catheter was cut there were no issues identified with the inflation and deflation of the device during the analysis. Information available indicated that the occlusion balloon was confirmed to be in good condition after unpacking and preparation. Based on analysis and information available, the caused for the inflation and deflation issues during the procedure cannot be determined.

Event description:
It was reported that during procedure the occlusion balloon inflation and deflation time was much longer than usual. The balloon would not inflate in its middle section; forming two compartments. The physician removed the guidewire in order to deflate and remove the balloon from the patient's body. There were no clinical consequences reported to the patient.